Event description:
It was reported that "iab inserted and would not inflate, gas restriction alarm. Removed and replaced with a getinge iab". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The additional information received 07sep2023 on reported that the catheter was in use prior to event for 10 minutes. The balloon was not inflating, and the catheter was caught up in the sheath. The treatment was interrupted for 20 mins. The issue was resolved once the catheter was switched to maquet iabp catheter. The patient was stable post-surgery. The reported complaint for iab "would not inflate" was confirmed based upon the sample received. The customer returned a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number on the returned sample (inp-3, inp-4) for investigation. The sample was returned in the supplied returned kit and was in a sealed bio-hazard bag (inp-1, inp-2). Upon return, the one-way valve was connected and tethered to the short driveline tubing (inp-6). The supplied 60cc luer-slip syringe was noted connected to the one-way valve (inp-6). The bladder was fully unwrapped (inp-7). The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.2cm from the iabc distal tip (inp-8, inp-9). Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the iabc helium pathway. No other damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0075in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end (anp-1, anp-2). The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed damaged/separated central lumen (inp-8, inp-9). The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the inner cannula separation. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint was undetermined. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "iab inserted and would not inflate, gas restriction alarm. Removed and replaced with a getinge iab". No patient harm or injury. The patient status is reported as "fine". Per the customer, there is no further information available on this event.